Event description:
Attempting to insert 20 gauge 1.16 in 1.1x30 mm bd insyte autoguard IV catheter in patient's vein. Blood return noted in chamber, no flash observed through the catheter, catheter advanced and push button to retract needle activated, needle remained in catheter. Catheter and needle removed, intact, pressure held to site. No harm device sent to products nurse.